Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed, service code 204) was confirmed. Upon investigation the trunk cable connector was cracked. The green (+3.3v) and the white pulse wires were broken inside of the connector, which caused the service code 204. The root cause for the broken connector and wire could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector and broken wires. The patient received a replacement electrode belt.